Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope had exhibited the adhesive from the objective lens peeled-off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely that the glue of objective lens peeled off was caused by a combination of the chemical stress like chemicals used for a procedure and reprocessing and heat during sterilization, and the physical stress due to such as the external impact. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿ltf-s300-10-3d, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.